Manufacturer narrative:
The manufacturer previously reported that a dreamstation auto CPAP w/hum/cell, dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The inspection revealed error codes e-130, e-191, and e-53, all associated with the pca, as well as visible foam degradation. The device was ultimately scrapped. Further investigation cannot be conducted at this time. If new information is received, a follow-up report will be submitted. The previous report omitted the remediation action and the recall number. The current report corrects this information.

Event description:
A dreamstation auto CPAP w/hum/cell, dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The inspection revealed error codes e-130, e-191, and e-53, all associated with the pca, as well as visible foam degradation. The device was ultimately scrapped. Further investigation cannot be conducted at this time. If new information is received, a follow-up report will be submitted.